Manufacturer narrative:
This lead remains implanted and will be used for back-up pacing if needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Pacing impedance measurements were acceptable and there was no evidence of noise. An invasive procedure was performed and a new system was implanted on the opposite side of the body. Loss of capture was noted with newly implanted lead as well. It was the thought the tissue may not be able to capture as impedance measurements were good with the new lead as well with no noise observed. No additional adverse patient effects were reported.